Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of the stored electrograms, diagnostic data was missing due to poor telemetry on the implantable cardiac monitor. The patient presented in clinic and the device history was cleared.